Event description:
The acct states "the slide roller on this set is faulty. Although the set was used intermittently and therefore could have possibly retained a kink and localized memory, the tubing was noted to be split and leaking. It appears the inner surface of the roller clamp is sharp and may have contributed to this problem." No pt complications have been reported.